Event description:
It was reported that during a laparoscopic cholecystectomy, on the second to last clip, the surgeon started to clip the artery then decided not to clip. The surgeon tapped the device on the table thinking it released out of the device. While firing the last clip, the device locked on the artery and would not open. The surgeon pulled the device off the artery which resulted in bleeding. The bleeding was controlled with another clip from another device. A blood transfusion was not necessary. The patient is stable with no further complications reported. The device was discarded. Three attempts were made to obtain additional information, but no further details have been provided to date. If the information is received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Evaluation summary: as a lot number was not received, a device history review could not be performed.